Manufacturer narrative:
Additional information received reported the patient currently is still experiencing the same moderate to bother of glare affecting the activities of daily life. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017.the lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, during (B)(6) 2017, and continuing with patient's post op visit through (B)(6), the patient complained of extreme bother with halos, including being very bothered by glare, starbursts, and sensitivity to light. The patient also complained of being moderately bothered by streaks of lights, occlusions, and poor low light vision. In addition, the patient reported having difficulty walking the dog, watching television, focusing when reading, including driving at dusk, dawn, and at night. Reportedly, the best corrected distance visual acuity was 20/20. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Upon receipt of additional information, it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA #(B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.